Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable. Based on the information available, the root cause of the failure reported (orange safety retainer dislodging from the device) is inconclusive.

Event description:
"Physicians made a left carotid-subclavian bypass. After that, they successfully implanted one relay (34 x 34 x 200) covering the proximal tear of the dissection. Via radial access, they implanted an occluder device in the subclavian artery. When they made the angio and echo control they saw a proximal tear and that´s why they decided to implant another relay. It was then (with the product in the unopened pouch) when they realized that the relay was partially deployed. They decided to open the pouch in order to see if they could implant the device but they decided not to do it. They ended the procedure there." Patient outcome: "the patient is stable and with no complications at all. They schedule a CT for the next days and they will perform another procedure to implant another thoracic endo prosthesis. "